Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a recurrent cystocele and urinary retention. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that the patient experienced mesh exposure, dyspareunia and underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh removal on (B)(6) 2011 due to exposure and dyspareunia. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.